Event description:
Healthcare professional additionally reported, ¿prosthesis is encapsulated and not ruptured,¿ "radial folds¿ and ¿small amount of surrounding fluid¿. The event of rupture was confirmed to not have occurred.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: other-medical-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: no observed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles and biological tissue observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side ¿a lot of health problems,¿ ¿pain,¿ ¿contracted breast,¿ ¿breast hardening,¿ ¿rupture,¿ ¿deformity,¿ and the "recall" was mentioned. Patient additionally reported "a herpes zoster episode and 2 pneumonia episodes," which is not device-related. Healthcare professional additionally reported, ¿prosthesis is encapsulated and not ruptured,¿ "radial folds¿ and ¿small amount of surrounding fluid¿. The event of rupture was confirmed to not have occurred. Patient later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "contracted breast"

Event description:
Patient reported left side ¿a lot of health problems,¿ ¿pain,¿ ¿contracted breast,¿ ¿breast hardening,¿ ¿rupture,¿ ¿deformity,¿ and the "recall" was mentioned. Patient additionally reported "a herpes zoster episode and 2 pneumonia episodes," which is not device-related. Device remains implanted.